Event description:
The customer reported being hospitalized due to ketoacidosis and high blood glucose of 631 mg/dl. The events leading to her admission was vomiting, incoherence, had extreme hot flashes, shortness of breath, and shakiness. Troubleshooting was performed. The customer was not using proper rotation method and was having hard time to find the insertion area. Advised the customer to speak to her doctor regarding this issue. The customer also mentioned having intermittent battery problems including blank display. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.